Event description:
It was reported that the customer was running high in the 400 mg/dl range. Customer stated the reservoir compartment smells like insulin. The reservoir compartment is wet with insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.